Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The cartridge was changed the next day and the fill estimate was accurate. Blood glucose was not impacted.